Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and observed that daily measurements had remained stable over the past year in the 120-ohm range, with a consistent trend between 100 and 125 ohms for approximately the past three years. Ts recommended performing a vector breakdown to further evaluate the lead. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.